Event description:
Reporter indicated that device diagnostic testing resulted in "unable to complete" error message. It was also reported that the pt was experiencing a loss of seizure control to the point that their seizure freqeuncy had returned to pre-vns baseline level. The elective replacement indicator was no, indicating that the generator was not at end of service. The pt had previously been injected with botox and did not have any feeling in the neck area, so there was no way to tell whether the pt could feel stimulation or not. Treating neurologist believed that the pt's generator may be nearing end of service. Investigation to date has been unable to determine whether or not the device was functioning properly.